Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported inform ii blood glucose results on meter system uu13089966 of 527 mg/dl and 100 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.